Manufacturer narrative:
Corrections.

Manufacturer narrative:
(B)(4).

Event description:
While conducting osteosynthesis of femur the specialist used two threaded pins to verify location of the screws to the femoral head. Both pins fractured and one of the fractured threaded tips remained in the patient. The procedure could be completed successfully.